Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the superficial femoral artery. During aspiration inside the patient, it was observed that the pump boot filled with saline and started leaking. An error message to check the pump set displayed and the device quit working. The procedure was completed with another of the same device. There were no patient complications and the patient was fine.